Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that pca module had a communication error. There was no reported patient involvement.

Event description:
It was reported that pca module had a communication error. There was no reported patient involvement.

Manufacturer narrative:
New information: investigation and root cause completed add b5 correction g3, g4, g7, h3, h6 (method, results conclusion), h11. A review of the device history record for sn (B)(4) was performed from (B)(6) 2016 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.